Event description:
It was reported that the patient presented to the clinic due to a right ventricular (rv) lead alert for high rv and superior vena cava (svc) coil impedances. The physician chose to program the alert off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the right ventricular (rv) defibrillation coil impedance was high and an alert was triggered on (B)(6) 2014. The superior vena cava (svc) defibrillation coil impedance was also high after a rise from an approximate baseline of 50 ohms to greater than 200 ohms on (B)(6) 2014. (B)(4).